Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the 3 test kits, so this is an out of box issue. When the customer performed the 3 tests correctly, the test cassette showed red line next to the t-line, and nothing next to the c-line. The customer could not send us a confirmation picture of the 3 test cassettes. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the 3 test kits, so this is an out of box issue. When the customer performed the 3 tests correctly, the test cassette showed red line next to the t-line, and nothing next to the c-line. The customer could not send us a confirmation picture of the 3 test cassettes. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: after reviewing the DHR of the lot cov5029004, was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. Thirteen retention samples were tested with positive control by following the finished product release procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information." H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.